Event description:
The pump was returned for investigation. Investigation found that the force sensor was low out of specifications. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the display with auditory and vibratory features. The buttons responded properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were delivered and recorded corrected. The force sensor calibration reading was low out of specifications. Pump casing was opened and no anomalies were found with the force sensor assembly. (B)(6).